Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, tortuous, and moderately calcified lesion in the mid left anterior descending artery. Following pre-dilatation, a 3.00x33mm xience xpedition stent was deployed; however, while removing the device a check shot revealed that there was a distal end dissection. An unspecified 3.0x8mm drug eluting stent was used to successfully cover the dissection. The results were very good with timi iii flow without any residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.